Event description:
Event description guidant received information that this coronary sinus lead dislodged from the desired anatomy after 9 days of implant time. During an attempt to repostion the lead, a clot formed in the lumen. Attempts to clear the clot resulted in ballooning of the insulation. A second lead was implanted without further incident.